Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number was provided by the end user, therefore section d4 was unable to be filled in. Reference: (B)(4).

Event description:
Per a pmcf study: xcela power injectable PICC: central line-associated bloodstream infections (clabsis) was confirmed through pathological lab test and catheter was removed.

Manufacturer narrative:
The customer's reported complaint description of the patient experienced central line associated blood stream infection (clabsi) cannot be confirmed due to the patient centric nature of the serious adverse event (sae). No PICC product was returned to angiodynamics for evaluation since there was no reported PICC malfunction or performance issue, just patient sae of clabsi. Infection is cautioned in the device dfu as potential adverse event for an implanted PICC. No DHR review was conducted since there was no reported lot # and DHR review of ship history report lots could not be performed since packaged good upn and customer account number is unknown. Labeling review: the directions for use (dfu, 14600579-01) that is provided with the reported device contains the following statements: flushing attach syringe filled with 10 ml sterile normal saline, open clamp, and flush lumen, using a "pulse" or "stop/start" technique. Flush the catheter after every use, or at least every 12 hours, or according to institutional protocol to maintain patency. Precautions if resistance is met while attempting to flush catheter, follow institutional protocol for occluded catheters. Incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Catheter maintenance: it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the xcela power injectable PICC. General catheter care and use: use aseptic technique during catheter care and use. Adverse events: death, infection, inflammation/phlebitis, sepsis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).